Manufacturer narrative:
Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the timing of the start of the chest injury was unknown; the patient slept on their stomach and said it could be constant movement on the battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). It was reported the patient had an injury to the area of the chest and they removed the battery for the time being. The leads were left intact and the extensions were left in partially cut just below the extension chamber. The patient was to be reimplanted at a later time. No further complications were reported or anticipated.